Event description:
Subclavian cvc was covered with 1657r tegaderm chg dressing. Dressing had been in place for 4 days. Pt developed in the area of the puncture site r. Subclavian 2 approx 1, 5 cm in diameter redness, ulzerose, yellowish confluent skin changes below the plaster. The skin changes began after dressing had been in place for 4 days and were growing larger. In response to symptoms, discontinued use of 1657r tegaderm chg dressing. Applied sterile pads. Medical treatment included dermatology consult with application of fucicort cream. Unk if cultures were taken. Catheter was not removed. Skin condition was improving. Pt has recovered without resulting sickness.

Manufacturer narrative:
Method: device not received. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised in any way. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen...